Manufacturer narrative:
The subject device is not available.

Event description:
During the stenting procedure of sigmoid sinus the stent system was advanced into the subject device and resistance was encountered in the most tortuous section of the sinus. The stent was retracted and reinserted into the subject device against the friction, and was able to be deployed. It was reported that when the second stent system was navigated through the guide catheter physician noted a small fragment, which looked like the separated tip of the catheter, staying between the proximal end of the stent and the distal end of the guide catheter. The stent system was removed. A balloon catheter was advanced to the distal part of the fragment, and was inflated to prevent the fragment from moving. The physician attempted to remove the balloon and guide catheter along with the broken fragment as a whole unit; however, during the balloon deflation near the internal iliac vein, the fragment migrated to the lung. The physician was able to safely remove the fragment with a spider device and the procedure was completed without clinical consequence to the patient.